Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 266 mg/dl. The customer had calibrated the pump, without the contact's knowledge, and the contact mistakenly thought that the customer's bg level was lowering quickly. The contact gave the customer a glucagon gummy. Which caused his bg level to elevate. A correction bolus was given via the pump.